Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("there is one metal tubular medical device extruding from the cornu of one side of the uterus.") In a 49 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of uterine cyst, drug allergy (bee sting (bee venom protein (honey bee)), penicillins, breathing problems/swelling burning/itching face (as written), parity 1, gravida ii, surgery (endometrial ablation implant tubal ligation wisdom tooth extraction), reflux esophagitis, pancreas divisum, hepatic lesion, irritable bowel syndrome, urinary retention, asthma, uterovaginal prolapse (patient has stage iip utervaginal prolapse.) And obesity. Previously administered products included: progesterone and preneurin. In july 2007, the patient had essure inserted. On 13-aug-2019,, she experienced device dislocation (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (vaginal hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered device dislocation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 35.701 kg/sqm. [Pathology test] on 13-aug-2019: surgical pathology report: specimens: a. Uterus, uterus, cervix, right fallopian tube with cyst and left fallopian tube. Final diagnosis: uterus, cervix, right fallopian tube with cyst and left fallopian tube: inactive endometrium with dense stroma. Focal deep adenomyosis. Right fallopian tube: paratubal cyst. Fallopian tube device (essure coil). Clinical information: pre-op diagnosis: uterovaginal prolapse, incomplete. Gross description: there is one metal tubular medical device extruding from the cornu of one side of the uterus. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("there is one metal tubular medical device extruding from the cornu of one side of the uterus.") In a 49 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of uterine cyst, drug allergy (bee sting (bee venom protein (honey bee)), penicillins, breathing problems/swelling burning/itching face (as written), parity 1, gravida ii, surgery (endometrial ablation implant tubal ligation wisdom tooth extraction), reflux esophagitis, pancreas divisum, hepatic lesion, irritable bowel syndrome, urinary retention, asthma, uterovaginal prolapse (patient has stage iip utervaginal prolapse.) And obesity. Previously administered products included: progesterone and preneurin. In (B)(6) 2007, the patient had essure inserted. On (B)(6) 2019,, she experienced device dislocation (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (vaginal hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered device dislocation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 35.701 kg/sqm. [Pathology test] on (B)(6) 2019: surgical pathlogy report: specimens: a. Uterus, uterus, cervix, right fallopian tube with cyst and left fallopian tube. Final diagnosis: uterus, cervix, right fallopian tube with cyst and left fallopian tube: inactive endometrium with dense stroma. Focal deep adenomyssis. Right fallopian tube: paratubal cyst. Fallopian tube device (essure coil). Clinical information: pre-op diagnosis: uterovaginal prolapse, incomplete. Gross description: there is one metal tubular medical device extruding from the cornu of one side of the uterus. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 30-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.